Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2316-50 serial #: (B)(4) description: infinion 1x16 perc lead kit-50 cm model #: sc-3400-30 serial #: (B)(4) description: infinion splitter 2x8 kit (30 cm) model #: sc-4316 lot #: 17774313 description: next generation anchor kit-sterile model #: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator.

Event description:
A report was received that when the stimulation was increased in the back, the tingling was irritable in the patient's lower extremities. The patient will undergo an explant procedure.

Manufacturer narrative:
Sc-1132 ((B)(4)) device evaluation indicated that the ipg passed the functional test and revealed no anomalies. Sc-2316-50 ((B)(4)) visual/x-ray inspections and impedance test revealed no anomalies. Sc-2316-50 ((B)(4)) device analysis indicated that the complaint were confirmed. Visual inspection revealed that the proximal array is fractured right at the retention sleeve. X-ray inspection found three fractured cables at the proximal array fracture location. Failure analysis could not determine when and how the damage occurred since there was no report about impedance anomaly prior to the explant. Sc-3400-30 ((B)(4)) visual/x-ray inspections and impedance test revealed no anomalies. Sc-4316 (ln 17774313) the eyelets of the cliks were torn without missing silicon material.

Event description:
A report was received that when the stimulation was increased in the back, the tingling was irritable in the patient's lower extremities. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected.

Event description:
A report was received that when the stimulation was increased in the back, the tingling was irritable in the patient's lower extremities. The patient will undergo an explant procedure.